Manufacturer narrative:
The device is currently not available for analysis. There are currently no meaningful data available. The case is therefore closed. The investigation will be re-opened should additional data become available.

Event description:
Biotronik was informed that the patient had died and that the prosecution had ordered an autopsy. An external expert was commissioned by the public prosecutors office to analyse the device. Further details on the circumstances of death are not known.

Manufacturer narrative:
The ICD was visually inspected after it was received, and no anomalies were seen. During the initial interrogation, the clinical observation was confirmed. The device itself could no longer be interrogated, and no output signal was detected. No data could be read out from the ICD. Therefore, the ICD was opened in the next step, and the internal structure was examined. First, the battery voltage was checked, which showed regular measurement values of a fully charged battery. Further inspection detected damage to the final shock stages and the fuse that separated the battery from the electronic module. The analysis showed that the damage to the final shock stages led to a high-current state on the electronic module, which triggered the fuse. Based on the damage pattern, the observed damages are with very high probability the result of a shock delivery into an external low-ohmic shock path. As a consequence of the damage to the electronic module, the ICD could no longer be interrogated. It cannot be ruled out that the possible cause of an external low-ohm state of the shock path was a contact between a shock coil and the ICD-housing during the extraction of the system without previous deactivation of the therapy function. Other possible clinical complications that might lead to an external short-circuit are, among others, twiddler syndrome, the subclavian crush syndrome, or other damage to the lead insulation, with which a low-ohmic contact of the high-voltage conductors occurs. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test documented proper device behavior. There were no indications of a material defect or manufacturing error.